Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Intra-operatively, during saw attachment change (between cuts), the surgeon noticed something fell from mics handpiece. After determining mics was usable, procedure continued. After conclusion of case, the mps inspected and determined that fallen debris was broken screw that fell from inside mics. See pictures below. Tka case delayed for several minutes to determine if mics was usable.

Manufacturer narrative:
"Reported event the front end of the handpiece was compromised. Product history review: review of device history records indicate (B)(4). Complaint history review a review of complaints related to parts in lot number k082e, p/n 209063 shows 1 other complaint(s) related to the failure in this investigation. Complaint investigation(s): (B)(4). Visual inspection: visual inspection revealed no physical damage of unit. Two screws backed out of the unit and a third screw broke. See attached pictures. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection: the handpiece motor and electronics function as intended. Material analysis: material analysis was not completed because functional inspection clearly showed failure. Conclusion: the screws hold the front end in place. If the screws back out then the front will come off. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. "

Event description:
Intra-operatively, during saw attachment change (between cuts), the surgeon noticed something fell from mics handpiece. After determining mics was usable, procedure continued. After conclusion of case, the mps inspected and determined that fallen debris was broken screw that fell from inside mics. See pictures below. Tka case delayed for several minutes to determine if mics was usable.